Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side pain and an exchange from textured to smooth breast implants due to concern with the product. Patient representative additionally reported capsular contracture baker grade unknown, and increased risk of alcl. Device has been explanted.